Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 1 pm for a heart related issues. The customer's blood glucose level was 35 mg/dl during the time of admission. The customer's blood glucose during the time of call was 171 mg/dl. The customer the insulin pump delivers bolus on its own and does not want to trouble shoot the issue. The customer insists on a replacement insulin pump. A replacement pump was shipped to the patient. No further information was provided.